Event description:
Hospital reported they had a major extravasation occur. The patient was rushed to the emergency room and had to have two surgeries. The patient has been released from the hospital and is doing fine.